Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead dislodged. It was noted that the suture sleeve was not fixed. The lead was replaced.